Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed right atrial (ra) pacing impedance measurements greater than 2000 ohms. The threshold measurements also increased from 3 volts. It was noted that sensing measurements were normal. The physician decided to continue monitoring the patient since sensing measurements are normal and the patient is not symptomatic and does not require much atrial pacing. No adverse patient effects were reported.